Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the infusion set cannula was snapped in half. The mother also reported she had two infusion sets that did not adhere. The customer's blood glucose was 440 mg/dl, which was treated with a bolus on the insulin pump. The caller reported the customer experienced low blood glucose after treating for their high blood glucose. Customer treated their low blood glucose with glucose tablets. The customer also reported a leak at the insertion site. Troubleshooting was not completed for the insulin pump. The insulin pump will not be returned for analysis.